Event description:
Patient was revised to address stem loosening and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address stem loosening and pain. Doi: 2005 dor: (B)(6) 2013 (unk hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Patient x-ray images were provided with the initial reporting. Review of these images appears to confirm loosening but do not identify root cause. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the head and liner as the product and lot codes required were not provided. Patient x-ray images were provided with the initial reporting. Review of these images appears to confirm loosening but do not identify root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/2/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, osteolysis, loose stem, normal metal ion levels, and malpositioned cup. The cup is being added to the complaint. The complaint was updated on:6/26/2015.